Event description:
It was observed that during the device evaluation, the subject device exhibited degradation of image capture (discoloration of flexible film), adhesion on the free lock lever, scope mount adherence, focus ring adheres, main body adherents, adherence in the lens, corrosion of electrical contacts, cable and image capture flooding. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.